Manufacturer narrative:
Batch review performed on 09 march 2020: lot 136187: (B)(4) items manufactured and released on 07-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5.5 years after primary surgery, reporting instability due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the stem and liner. The surgery was completed successfully.